Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep reports she was seeing error code 000100bb on her device. Tss reviewed opening and closing the patient data services app with rep. No additional information was provided. Additional information received from a manufacturer representative (rep). It was reported the cause of the event was the rep had a new tablet. The rep interrogated the tablet two more times and the issue was resolved.